Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown. The caller stated that they believe it was diabetes related; the customer has been in several diabetic comas over the years. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller was unsure whether the customer used sensors or not. The caller stated that they are not sure where the insulin pump is; if found, they will call back for return instructions. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.